Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed welts, some of them weeping from scratching, underneath the therapy electrodes. Patient reported that he has a known allergy to the silver clad nylon tricot of the mesh therapy electrode pockets. The patient's pharmacist recommended using equate anti-itch cream plus. During a follow-up, it was reported that the patient's irritation improved.